Event description:
On (B)(6) 2011, I had to have my right hip replaced due to metal on metal breakdown. I had high levels of cobalt 60.3 and chromium 34.1. After this surgery, I was still in extreme pain. I had difficulty walking, standing, bending, and getting up and down from the floor. I went to my surgeon. He said that it may take me longer to heal due to the metallosis in my hip. The pain became so bad that I sought treatment from a different doctor. He did an MRI which showed a pocket of fluid. He suggested surgery. On (B)(6) 2012, I had a right hip revision of the femoral head and the acetabular insert. Fluid taken from my hip, during this surgery, was found to have propionibacterium infection. Same pt as (B)(4).